Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated. The reported pacing threshold observations could not be confirmed.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Estimated device longevity decreased from 1.5 years to less than .5 years remaining in the span of approximately 6 months. High pacing thresholds were also observed on the competitor right ventricular (rv) lead resulting in backup pacing at high output. A revision procedure was performed wherein the device was explanted and replaced.